Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2013-02729, 2134265-2013-02724, 2134265-2013-02725, 2134265-2013-02727. Same patient as MFR #: 34265-2013-03132. It was reported that during a percutaneous coronary intervention treatment procedure no flow occurred. In (B)(6) 2013 the patient experienced substernal chest pain that lasted for about 20 minutes and was hospitalized on the same day. Cardiac enzymes were found to be elevated and an event of mi was reported. The patient was referred for repeat catheterization. Coronary angiography revealed a total occlusion of the saphenous vein graft to the 1st diagonal where the 2.5 x 12 mm promus element plus stent was deployed during index procedure. A non-target lesion located in the saphenous vein graft to the right posterior descending artery was initially treated with placement of two 4.0 x 20mm promus element stents in the distal and mid portion of the graft. Post deployment of stents, no flow/slow flow within the distal vessel was noted requiring multiple doses of intracoronary nitroglycerin and adenosine, after which there was slow and modest improvement in flow. Subsequently a second lesion was noted just proximal to the more distal of the 2 stents, and was treated with placement of a 4.0 x 8mm promus element stent. Following post dilatation using a 4.5 x 15mm quantum balloon, the flow still did not improve and required multiple doses of intracoronary nitroglycerin and adenosine, with an improvement of flow to about timi 2 level. The first event was considered to be resolved and patient was scheduled to come in 2 days later for repeat catheterization. Two days later a percutaneous coronary intervention procedure was performed in distal left circumflex artery with placement of a 3.0 x 12mm promus element stent within the mid portion of the circumflex just prior to the bifurcation of the mid obtuse marginal branch. Following post dilatation there was an excellent angiography. The event was considered resolved. No other further complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the non-target lesion located in the saphenous vein graft to the right posterior descending artery had sluggish flow/no flow at the start of the procedure and the vessel was very diseased. The stents implanted in the vessel were not responsible for no flow/slow flow.